Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Hand piece cable is clogged causing low water flow and could damage hand piece. Water solenoid has debris build up causing it to leak. Water hose is missing black sleeves and should be replaced due to debris build up. Aux port is cracked and will not work correctly. Foot control is not correct for this unit. This unit should not have a tap on fc and will not sync without the correct fc. Batteries are depleted.

Event description:
While using a g131, it was leaking water from the water line and the water was getting warm; no injury resulted.